Manufacturer narrative:
(B)(4).

Event description:
Information was received from the manufacturing representative and health care provider (hcp) regarding an unknown patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use, the concomitant medications, and patient history were not reported. It was reported that the manufacturing representative had gotten a message from the hcp that the code 8476 was seen on the patient's personal therapy manager (ptm). No other information was given regarding this event. The patient, drug, concomitant medications, medical history, diagnosis for use for the pump, date of the motor stall, symptoms, and actions/inte rventions/cause/resolution related to the motor stall remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information. If additional information is received this report will be updated, as the manufacturing representative was awaiting follow-up details from the hcp.